Event description:
It was reported that triplet infants were co-bedded in a giraffe incubator. A nurse opened one of the porthole doors to connect a feeding tube and then closed the door. The nurse moved to the opposite side of the unit and heard a click sound and a loud cry from one of the infants. The nurse immediately returned to the other side of the unit and found that one of the infants had fallen out of one of the porthole doors and was suspended approx one foot below the bottom rim of the door by an oxygen monitor cable which was wrapped around one of the infant's ankles. The infant was assessed for any possible injuries and was returned to the unit. There was no reported injury to the infant.